Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The customer reported complaint of "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and archive data review. The root cause of the (ua) 07 was due to failed load cell, likely attributed to a failed component, or mishandling such as a drop. A visual inspection was performed, and no physical damage was observed. The archive data indicated several (ua) 07 errors around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to (ua) 07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization test revealed that the load cell module 1 was over-reporting. The load cell module 1 was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).